Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a regular follow-up, multiple episodes of noise on the ventricular lead were noted on the stored electrograms. The noise could be reproduced. On the follow-up on (B)(6) 2014, there were no new episodes of noise recorded and no noise could be reproduced with arm movements. The ventricular lead remained implanted.